Manufacturer narrative:
The correct information has been included with this report.

Event description:
It was reported that customer was hospitalized.

Manufacturer narrative:
Findings: unit received with constant motor error alarm during rewind due to corroded motor home switch. Corroded electronic assembly noted during visual inspection. Unable to confirm delivery anomalies or functional test including displacement test, rewind, basic occlusion, occlusion test, prime and excessive no delivery alarm test due to constant motor error alarm. Unit also received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2017 with unknown blood glucose at the time of the incident. The customer was at 338 mg/dl at the time of the call. The customer was high and then went low. The customer used the pump to treat the high. The customer experienced symptoms such as not feeling well and being shaky. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer was also calling about a motor error alarm and a no delivery alarm. The insulin pump will be returned for analysis.